Manufacturer narrative:
Concomitant medical products: vedr01 ipg ,implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads exhibited high rate episodes that "appear to be non -physiologic." It was also reported that there was noise and lead integrity issues, as well as high atrial thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.